Manufacturer narrative:
Additional narrative:this device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. During repair, it was determined that the reported condition was confirmed. It was determined that there was a hole/cut in the hose and the hose was damaged. It was further determined that there was a cut in the hose pipe. It was observed that the device became hot and was loud. It was further determined that the one of the coupling pins was missing and the coupling was worn out. It was further determined that the device failed pretest for handpiece temperature assessment, air pump assessment, noise assessment, safety assessment and cutter lock assessment. The assignable root cause was determined to be due to improper handling, which is user error, misuse, and / or abuse. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
(B)(4). (B)(6). The reporter's full name was not provided. As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported from (B)(6) that during an unspecified surgical procedure, it was discovered that the motor device had a typical noise and overheated. It was reported that the event occurred during use on a patient. It was not reported if there were any delays in the surgical procedure or if a spare device was available. There was patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.